Manufacturer narrative:
Based on above conclusion, this event does not meet the definition of an MDR reportable event.

Event description:
Radiometer reference number: (B)(4). According to complaint, the customer reported that since (B)(6) 2025 they experienced 10 patient samples with glucose (glu) result <0,0. On the abl90 flex analyzer (serial number (B)(6)) it is marked with 3 arrows down, and out of reportable range. The results have been transmitted to lis as <0,2. The nurses and doctors knows this result is not possible on a newborn, so they have repeated a glucose test on accucheck and trusted the result from here. They have not treated any patients from the abl90 flex analyzer results, and the lab have cancelled the results in the journal.